Event description:
Follow-up information indicates that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. Reportedly, therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient last charged their ipg approximately 2 months ago. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. As such, surgical intervention may take place at a later date to address the issue.